Event description:
Additional information was received indicating that there was patient involvement.

Manufacturer narrative:
H3: one cadd solis vip pump was received with no physical damage. The event history log was reviewed and there was a "sound theme changed from intense to intense" message. A functional check was performed and the reported issue was able to be confirmed. The device beepers sound were found to be low even when the volume was set to intense. Therefore, both the front and the rear beeper (piezo) will be replaced to resolve the issue.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device volume was set to intense but it was barely audible. It is unknown if there was a patient or clinician injury associated with this occurrence.